Event description:
It was reported that prior to use at the user facility the cast cutter was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged event of running without user activation was duplicated during the device evaluation. Upon visual inspection of the device, the strain relief and output were found to be broken and the hood assembly, brushes and bearings were found to be worn. The broken and worn components of the device are the probable cause of the reported running without user activation. The device was repaired and returned to the user facility.